Event description:
It was reported the asymptomatic patient¿s right atrial lead had a long history of oversensing noises and which noises were incorrectly being reflected as automatic mode switching episodes. The right atrial lead was capped on (B)(6) 2017 and replaced. The patient was stable before, during and after the procedure.